Event description:
A 68 yr old female transferred from another medical center with diagnosis of aortic stenosis & chronic lung disease. She was ventilated & on a heparin drip. Her swan was found to be wedged with a reading of 70. The swan line tubing was pulled back 15 cm & the wedge pressure reading was 20. Then blood began to come out of the ett. Despite attempts to stop the bleeding, the pt expired. Questionable perforated pulmonary artery. Autopsy being performed.